Event description:
The integra neurospecialist reported on behalf of the user facility incidents involving four ins-8601 devices. The incident reported herein indicates that the device had a pin hole leak in the tubing. A replacement device was sent to the user facility. No product return is available for evaluation.

Manufacturer narrative:
Product is 100% inspected for leaks by manufacturing and further sampled and verified by quality assurance prior to release for sale. The possibility of releasing a unit in this condition is remote. A review of the device history record revealed that no anomaly was reported during the manufacturing process operation. Due to lack of product return, we are unable to determine the root cause of the reported incident.